Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties and stent damage occurred. The 80% stenosed, concentric, 20mm, de novo target lesion was located in the mildly tortuous, non calcified, 2.3mm, left anterior descending coronary artery. Access was obtained via the femoral artery. Resistance was encountered upon attempting to insert the taxus liberte 2.25x24mm stent delivery system into the target lesion. The stent strut was lifted. The procedure was able to be completed with another of the same device without patient complication. The patient condition post procedure was reported to be "stable."

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. The stent struts on rows 2 and 3 were raised and misaligned. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).